Event description:
The account reported the nurse call function is not functioning. The bed was located in rehab at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found that the pins on the side com board connector were damaged this was due to hospital staff not aligning the cable to the connector correctly. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 through 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced side com universal television power control board assembly to resolve the issue. Based on this info, no further action is required.